Event description:
The customer reported that he was unable to prime the insulin pump. Had customer rewind and the insulin pump alarmed no delivery. It was stated that the customer had low blood glucose of 56mg/dl prior to calling and had taken two glucose tablets. The customer became incoherent and wife decides to call the paramedics. Had customer's wife to suspend the insulin pump until the paramedics arrived. Paramedics read the blood glucose as 52mg/dl. During the call the wife mentioned that the customer has a tendency to over calculate his carbohydrates, and then enter the amount into the device using the bolus wizard.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.